Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number reported, 5-10115 et tube,cf,7.5, is not being manufactured currently, however, another part number from the same family (p/n 00001-14 l/n 3178091) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected, and issue reported "leak - gas leak - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the cuff is leaking. The cuff's walls stick together after intubation". Unknown when issue was first identified. Patient condition unknown at time of report. Attempts to customer for additional information has been unsuccessful.